Event description:
Lap chole: "clip applier was handed to surgeon. Surgeon fired clip applier 3 times on the vessel but no clips came out. Removed applier from pt and fired over mayo stand with no clips coming out. Then the clip came out and then no more clips were able to be fired". Type of intervention: vessel tore from clip applier then they had to open to stop bleeding. Pt status: out of hospital. This incident references to MDR# 2027111-2013-00151.

Manufacturer narrative:
(B)(4) has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.